Event description:
It was reported that pump battery depleted quickly and needed charging every two days, there was no reported impact to the customer¿s blood glucose level. Customer declined further contact with technical support, data logs were not current enough to review battery behavior, and no additional information was received regarding the outcome of the event.